Manufacturer narrative:
(B)(4) as the actual device history record for the device involved in this report could not be reviewed without a lot number.

Manufacturer narrative:
We have contacted customer to obtain further information on the lot number used. Without a lot number available, we can not complete a device history record review. We have reviewed our current manufacturing processes and no issues were observed. No product returned for evaluation.

Event description:
Dr. (B)(6) is a glaucoma surgeon who practices at 2 sites in boston. At the sites they have a total of 6 surgeons who use the agv-fp7. Over the last 6 months they have experienced unexpected hypotony (iop <5) that did not resolve without intervention. She had a total of 4 such cases herself and 6 cases reported to her by other surgeons. She estimates the occurrence to be approximately 10% of her cases during this time period. The surgeons have differing approaches to anterior chamber tube insertion. Some use tunneling technique and some inserting the tube into the anterior chamber at the limbus. She believes that the hypotony is technique independent. They are now putting visco in the anterior chamber after cases and this has been successful in reducing hypotony. Two cases had to be actively managed. In one case they had to tie off the tube and drain choroidal.